Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
It was reported that when the locking screw of axsos plate was removed with driver bit, the driver bit was broken. Therefore, the screw was removed with extraction tool of hospital.